Manufacturer narrative:
The complaint device was not available for evaluation; therefore product inspection could not be performed. Review of the shipment history identified three potential lots. Device history record (DHR) reviews were performed for each of the potential lot numbers identified and found no issues or discrepancies. No similar complaints were found in the potential complaint device lots. The device labeling and directions for use were reviewed and revealed that the labeling and/or dfu contains these warnings and complications: "complications the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. Additionally, these complications may necessitate additional medical treatment including surgical intervention and, in rare instances, result in death. Angina, hypotension, vessel trauma including, but not limited to dissection and perforation. Warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description it is unknown if the catheter caused or contributed to the reported patient complication. The reported patient complications are known and are included in the device labeling; a root cause of anticipated procedural complication was assigned to this complaint.

Event description:
An intravascular ultrasound (ivus) catheter was successfully used to image a lesion of unknown tortuosity and calcification in the left anterior descending (lad) artery. The patient was sent to recovery, where symptoms of pain between the shoulder blades and lowered heart pressure presented; patient had experienced a dissection in the lad. Patient was returned to the cath lab where she was treated with a pericardiocentesis; the origin of the bleed could not be determined. The patient's condition was reported as "fine".

Event description:
An intravascular ultrasound (ivus) catheter was successfully used to image a lesion of unknown tortuosity and calcification in the left anterior descending (lad) artery. The patient was sent to recovery, where symptoms of pain between the shoulder blades and lowered heart pressure presented; patient had experienced a dissection in the lad. Patient was returned to the cath lab where she was treated with a pericardiocentesis; the origin of the bleed could not be determined. The patient's condition was reported as "fine".